Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link break. A review of the manufacturing records identified no manufacturing nonconformities. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017 - failure to follow steps/instructions - per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with another proglide suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.